Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with morbid obesity. Seven months and twenty-five days post filter deployment, it was alleged that the filter had tilted. The device has been removed after an unsuccessful percutaneous removal procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven months and twenty-five days post filter deployment, through the right internal jugular vein approach, filter retrieval was performed which showed the filter snare was placed and despite multiple attempts at engaging the meridian hook, this was unsuccessful. The venoplasty was performed in an attempt at removing the imbedded hook from the caval wall. Recapture of the filter was not successful despite multiple maneuvers. After nearly sixty minutes of fluoroscopy time, the procedure was aborted. The sheath was removed, and hemostasis was achieved with manual compression. There were no apparent complications reported. Furthermore, findings revealed the proximal hook of the filter was tilted anteriorly and imbedded into the caval wall at the site of a presumed lower left renal vein. Despite multiple retrieval snaring catheter systems, the capturing of the filter was not possible. A follow-up inferior vena cava venogram performed following filter retrieval was unremarkable. Around eleven days later, filter retrieval was performed. Attempts were made at placing the filter snare over the meridian hook. Again, this was not successful. Ultrasound was used to gain access to the right common femoral vein and a wire placed more centrally. Following this, a sheath was placed, and several attempts were made around the lateral aspect of the filter; this was not successful. From the jugular approach, a wire was attempted to be placed through the cone of the filter without engaging the hook so that the wire could be snared. After several attempts, this was not successful. Then, a rigid endobronchial forceps was placed, and attempts were made to grasp the tip of the filter which was embedded into the caval wall. During this process, the patient experienced significant pain after the tip of the filter was engaged. The filter was therefore released. A venogram was performed. The sheaths were removed, and hemostasis achieved with manual compression. There were no apparent complications reported. Therefore, the investigation is confirmed for the reported filter tilt and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 12/2012), g3, h6 (method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4: (expiration date: 12/2012). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with morbid obesity. Seven months and twenty-five days post filter deployment, it was alleged that the filter had tilted. The device has been removed after an unsuccessful percutaneous removal procedure. There was no reported patient injury.